Event description:
It was reported the patient presented to the hospital the same evening following a permanent implant due to paresis of right leg. Surgical intervention was undertaken the same day, removing the entire system. Reportedly, a hematoma was discovered during the procedure. Leg movement was restored postoperatively thus resolving the issue.

Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.